Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device was alarming for air in line during a unspecified chemo infusion, which required the user to flick the tubing to remove the air in the line. Upon further examination the nurse noted that the set separated below the lower fitment and leaked. The set was in used for 10-14 hrs. It was reported that approximately 15 ml of chemo spilled on the nurse requiring a visit to occupational health for an immediate shower. There was no report of patient or user harm.

Manufacturer narrative:
The customer's complaint of separation and leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.